Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device lost power multiple times during a patient event. The biomedical engineer advised that after delivering a shock to the patient the device powered off. Power was restored and they delivered another shock. After the final shock was delivered, the device powered off again and would no longer power on when prompted. No information about the patient was available. No further details about the event were provided. The outcome of the patient was not reported.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. The biomed later advised that he observed that the device's ac power adapter was not properly connected to the device and that one of the device's batteries was depleted. He was unsure what the charge level of the second battery was during the patient event. The biomedical engineer evaluated the device but was unable to duplicate or verify the reported issue. No power discrepancies were observed. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.